Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the syringe needle became bent when filling a cartridge. A syringe needle change was performed and successfully resumed insulin delivery. Customer's blood glucose level was 247 mg/dl.